Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 5.0x20mm viatrac plus peripheral balloon dilatation catheter (bdc), when pulling negative, air was unable to be pulled out of the balloon after five attempts. Therefore, another viatrac plus bdc was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to a leak include, but are not limited to, damage during processing of the balloon material, damage to the sidearm/inflation lumen, insufficient prep, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak could not be determined since the complaint was not confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.